Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Patient was revised due to dislocation. A constrained liner dislocated and revised to the dual mobility on (B)(6) 2021. She dislocated 2 weeks post op the first time. She was ok until she had a gynecological procedure done a few weeks ago, then her hip hurt and dislocated again on (B)(6) 2022 while trying to get up from sitting in a chair. She was revised to another constrained liner this time. Doi: (B)(6) 2021; dor: (B)(6) 2022; affected side: right hip.